Event description:
It was reported that cgm displayed malfunction error and caller experienced issue with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not recur after reset, and successfully started new sensor session; no additional information was received regarding any further outcome.